Event description:
It was reported while using the bd phoenix¿ pid a patient isolate from a blood culture (bacillus thuringiensis) was unidentified and misidentified as group b streptococcus. The user verified the final result using colony morphology, gram stain, and maldi. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information d10. Device available for eval- yes d10. Returned to manufacturer on 09-sep-2025. H3. Device eval by manufacturer- yes investigation summary: this complaint is for no-ID and misidentification results when using phoenix panel pid (catalog number 448008) batch number 4289694. Customer returned panels and phoenix generated lab reports were provided for the investigation. The lab reports show identifications of bacillus thuringiensis and no-ID results when using the complaint batch. To investigate, customer returned panels of the complaint batch and control panels from the same material, but different batch were tested using in house isolates streptococcus agalactiae pos 2970 and bacillus subtilis a6501 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates correctly, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ pid a patient isolate from a blood culture (bacillus thuringiensis) was unidentified or misidentified as group b streptococcus. The user verified the final result using colony morphology, gram stain, and maldi. No health impact or consequence reported.